Event description:
Customer reportedly received results of lo mg/dl and 450 mg/dl within 10 minutes on the same device. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.